Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. The reported damaged struts were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, heavily tortuous, and moderately calcified lesion in the right coronary artery. A 3.5 x 33 mm xience sierra stent delivery system (sds) failed to cross due to the anatomy. Resistance with the anatomy was felt when removing the sds. After removal of the sds it was noted that the stent strut was flared. The procedure was successfully completed with a new unspecified xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.